Manufacturer narrative:
Additional information was received that the patient was charging more frequently. The patient underwent an ipg replacement per physician¿s preference. No device malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patient will undergo an ipg revision procedure for an unknown reason.

Event description:
A report was received that the patient will undergo an ipg revision procedure for an unknown reason.